Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced low blood glucose and also over delivery. The customer reported blood glucose value of 2.8 mmol/l. The customer reported hypoglycemia treated in emergency room with glucagon. The event involved product(s) mmt-1885. Troubleshooting was performed and the customer has been using the insulin pump system within 48hours of reported high blood glucose event and customer was using the auto mode/smartguard feature at the time of the event. No further patient complications were reported. The customer will discontinue use of the device. Mmt-1885 was requested and customer response was the device will be returned.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at 0.0874 inches. The thump and carelink software was utilized and downloaded trace/history files properly. On the primary svn#: (B)(6), event date of 18-mar-2025 of the dailytotalcollectionstarttime, the dailytotalofbasalinsulindelivered = 24.6 u and dailytotalofbolusinsulindelivered = 72.35 u which is equal to the dailytotalofallinsulindelivered = 96.95 u. On related svn#: (B)(6), event date of 19-mar-2025 of the dailytotalcollectionstarttime, the dailytotalofbasalinsulindelivered = 17.625 u and dailytotalofbolusinsulindelivered = 86.5 u which is equal to the dailytotalofallinsulindelivered = 104.125 u. On the primary svn# (B)(6) event date of 18-mar-2025, there is no unexpected alarms/suspends recorded in the formatted history file. On the related svn# (B)(6) event date of 19-mar-2025, there is no unexpected alarms/suspends recorded in the formatted history file. The pump successfully delivered a 10 units bolus during the displacement test and a 25 units bolus during the dat. All boluses were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. Pump monitored for several hours and no unexpected bolus delivery noted. Also, no 10 u bolus in the pump history on the related svn#: (B)(6), event date of 19-mar-2025. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (22.9 mv). The pump was received without a battery and battery cap. The sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay and scratched case. The pump passed all the required testing. Unable to verify customer alleged for high bgs and low bgs. Customer alleged for over delivery anomaly and pump delivered 10u bolus was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: customer reported having low blood glucose on just before 7am. Low was treated with glucagon and an emergency room visit at 08:00. Customer alleged the pump cleared active insulin and gave a 10u bolus unexpectedly. Customer alleged over delivery because blood glucose value went from 22.2mmo/l to 2.8mmol/l from one bolus of 12.7u.